Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the helix exceeded specification the number of turns to extend and retract.

Event description:
It was reported that during the implant attempt, the helix would not deploy on the right ventricular (rv) lead after repositioning. The rv lead was not implanted. A second rv lead was also attempted; however, the helix would not deploy. The second rv lead was not implanted and a third rv lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.